Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal prolapse, a rectocele, a cystocele, and an enterocele. The patient underwent the concurrent procedures of a laparoscopic assisted hysterectomy with bilateral salpingo-oophorectomy and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2013 due to pelvic pain, poking and scraping inside vagina, stress urinary incontinence, decrease libido, mesh erosion and protrusion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a cystocele repair and vulvar vestibulectomy on (B)(6) 2013. It was reported that the patient underwent excision of vaginal scar tissue on (B)(6) 2014.

Manufacturer narrative:
Date sent to FDA: 12/10/2018.